Manufacturer narrative:
Evaluation concluded the scale was inaccurate due to a malfunctioned load cell.

Event description:
It was reported via repair work order that the display was inaccurate, potentially resulting in an inaccurate scale reading, due to a faulty control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the display was inaccurate, potentially resulting in an inaccurate scale reading, due to a faulty control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.